Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The catheter was removed and another catheter was inserted. No patient injury or harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one epidural catheter, one snaplock adapter, one flat filter, and one 7ml non-arrow lor syringe. A visual was performed on the snaplock adapter and flat filter and no defects were observed. The epidural catheter was also examined and it was occluded with blood from the distal tip to the 7cm marker band. Biological material could be seen throughout the catheter. No other defects were observed. Functional testing could not be performed as the catheter was completely blocked with biological material at the distal end. Based on the investigation performed, the reported complaint was confirmed. The returned epidural catheter was found to be completely occluded with biological material. Excessive biological material was found from the 7cm marker band through the distal tip. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the condition of the sample received and the information provided , it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the medical solution could not be injected through the inserted catheter. The catheter was removed and another catheter was inserted. No patient injury or harm reported.